Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to verify operating currents or perform the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, selftest, a21 error test and displacement test due to physical damage. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
It was reported that the insulin pump had a physical damage. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis and a replacement pump will be sent.